Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. A product sample was received for evaluation. During functional check, the reported complaint was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No actions were taken for the issue.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump failed accuracy by -13.3%. No patient involvement reported.